Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen had a line through it. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/21/2014 with the following findings the screen was functional with no signs of extrinsic lines visible on the display. The text on the display screen was dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.